Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 90% stenosis without calcification of mid lad. At first, the physician deployed driver stent 4.0-24 after having performed poba with mercury bc 3.5-14. After that, he expanded it several times with a delivery balloon of driver. And he diagnosed at this catheter. There was no problem till then, but he felt big resistance at the time of withdrawal. The wire exit port of this catheter seemed to be caught on distal edge of stent on x-ray. When gw came off from a wire exit port accidentally, a catch with stent came off. It was asked for an analysis report including a photograph of the tip by the doctor. Sheath: 7fr. Medikit. Gc: 7fr. Brite tip jr4. Gw:athlete gt type s. Bc: mercury bc 3.5-14. Stent: driver 4.0-24. Patient condition: good.